Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure icon was observed with no option to recover. A field service engineer initially opened the refrigerator door to simulate a failure, but the issue did not occur, then rebooted the unit with the refrigerator door open. Tested the unit in hardware test application (hta), and it passed successfully. The customer had inventoried the door and conducted two rounds of testing, both of which confirmed that there was no issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a refrigerator is not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a refrigerator is not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.